Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening device; product ID: 3057, lot# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown; product ID: 3057, serial/lot #: unknown, ubd. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was noted that the patient¿s trial started on (B)(6) 2018. It was reported that the patient was allergic to the tape and it caused blisters on their back; they had gone to the healthcare provider the day before and had the tape changed. The next day they noted that they had gone to the doctor¿s office to have their bandage replaced and they were afraid that their device was no longer working. They thought their leads may have become dislodged or moved. They were no longer feeling stimulation on either side. It was also noted that their symptoms were great on day one and had gone down hill since then. No further patient complications are anticipated or expected as a result of this event.